Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he had a previously had a surgery to try and connect his neuropathy and operate on his spine due to spinal stenosis when the healthcare professional (hcp) did that he ruined or disconnected the wires so they had a new interstim and had it rewired. The patient noted the wires were ruined or disconnected during spinal surgery. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.